Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 30-25mm amplatzer talisman pfo occluder was selected for implant using a 9f amplatzer talisman delivery sheath. The occlude was prepared per IFU, however during implant, the left disc was not flat and deformed with a bulbous shape. There were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The occlude was never released from the delivery cable while inside the patient. The occluder was removed and exchanged for a new 30-25mm amplatzer talisman pfo occluder, which was successfully implanted. No patient consequences were reported.

Event description:
N/a

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.